Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps broke. Instrument was removed and replaced with another instrument. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: damage was noted at the distal end. Instrument was sent for evaluation on the cables. No detached tips, nor damage to the tips or jaw dislodgement was noted at the instrument. There were no motion issues nor issues related to cautery. No fragment fell into the patient. The procedure was completed with a backup instrument.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.